Manufacturer narrative:
Evaluation results: cap piercer, carbon bridge.

Event description:
Customer reported to beckman coulter, inc. (Bec) that they have had an ongoing problem with electrolytes patient results, especially sodium (na), generated by the synchron lxi 725 clinical system (lxi). Customer reported that the erroneous results were not reported out of the laboratory and therefore there was no impact to patient treatment. Customer reported that quality control ran on the instrument was fine but the patient sample na results dropped. Customer reported that the results were higher after they recalibrated but would then drop again. Bec field service engineer (fse) found a piece of rubber in the electrolyte injection cup (eic). The fse cleaned the flow cell and replaced the carbon bridge. The fse replaced the cap piercer wick assembly to resolve the source of rubber pieces. The fse verified performance.